Event description:
The reporter stated, the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye (os) in 2009. The lens was explanted six days later due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The lens was not exchanged for another lens.

Manufacturer narrative:
Secondary surgery, excessive.